Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, and repeated restarts did not clear the alarm, prompting the user to discontinue use and revert to multiple daily injections; a replacement ilet was shipped and the original was returned. Symptoms included no reported adverse clinical effects. Outcomes included temporary cessation of insulin delivery by the affected device with the user maintaining glycemic control using backup therapy. Investigation included device replacement logistics and collection of the returned unit for analysis. Investigation of this case revealed a device malfunction affecting the insulin delivery mechanism consistent with an insulin shaft rewind error. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the insulin delivery component pending further analysis.